Event description:
The customer reported being low and having a motor cycle accident. He stated that he was coming home from work and then he remembers being in an ambulance. He stated that his glucose level was about 30mg/dl at time of his admission. Troubleshooting was declined as customer stated that he is working with his doctor on regarding issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.